Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a diagnostic procedure, a 6f access sheath was placed through the center of a previously placed starclose se clip. Reportedly, an attempt was made to remove the sheath and the sheath ripped into two pieces. The patient was transferred to a different hospital for surgical removal of the sheath. No additional information was provided.